Event description:
Pt has approx 25 yr history status post reconstruction of her breasts following a mastectomy for severe and symptomatic fibrocystic disease. She developed a grade IV capsular contracture with complete deflation of the right implant. Left breast partial deflation of the implant with grade IV capsular contracture. Implants were removed and replaced.